Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak from an unspecified location was found during use of a homechoice cassette. This occurred during fill four of five of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. It was further reported that on the second shelf of the cart there was liquid. The supplies were not wet. Renal therapy services (rts) assisted the patient in ending the therapy session and advise to contact their nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.